Manufacturer narrative:
Continuation of d10: product ID 97745bp lot#nlh024510n, serial: (B)(6) , product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6), h3: analysis of the 97745bp battery pack, s/n (B)(6), revealed that battery was out of elec. Specification and scrapped due to failed cycle count should be 150 reads 225. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated they got a new recharger and controller a couple weeks ago, and the first time they plugged the recharger into the controller it was hard to get it plugged in. Caller has been having trouble with recharging with the replacement equipment and controller will cycle through excellent recharging, reposition recharger, and controller being unresponsive, all while trying to recharge. Agent had caller inspect controller port for damage; caller stated they only see the top row of connector pins in the port and the controller rattles when shaken. Caller confirmed the recharger connection looks good. Agent confirmed the serial number of the controller did not match the recently replaced controller. The issue was not resolved. A replacement controller was sent out. Caller added they have been working with a medtronic rep for the last couple weeks for reprogramming. Additional information was received from a patient (pt) regarding an external device. The pt called back stating they received a new controller and the new controller shakes. Had pt check if the top button was damaged. Pt confirmed no. Pt reported the controller went blank when charging and when pressing the increase decrease button to wake up the controller it was still blank. Pt saw no damage. Had pt try aa batteries and it worked with aas. Patient services (pss) had pt plug the controller in the wall without the battery. The screen came on. Pt put the battery pack back in and the light was amber and not green. A replacement battery pack was sent out to the patient. No symptoms were reported. Pt called back stating they received a new battery pack but they had to force the door and tape it shut. Pt did not follow instructions of keeping the door off the dummy unit and already sent the dummy unit back. A battery cover door was then sent out. No symptoms were reported.